Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 17-apr-2026, it was reported by a sales representative via (B)(4) that an 1267-100 troch nail jig has a hole in the middle of the green button that should be sealed. Noticed during a case with no patient effect.